Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 479 mg/dl. The customer was treated for high blood glucose with manual injection. The customer stated that there is air bubbles in the reservoir. The customer was advised to deliver a 5 unit fixed prime into air until air bubbles are no longer visible. The customer advised that they will take insulin manually and then change the set when the insulin warms up.